Event description:
The customer contacted baxter's technical service center regarding air in the patient line during initial drain. The home patient (hp) requested assistance ending therapy. The baxter technical service representative had the hp end therapy and start over with new supplies. No patient injury or medical intervention was reported at the time of the initial call.

Manufacturer narrative:
(B)(4). Product surveillance spoke to the home patient regarding the reported problem of air in the patient line. Per the home patient, he has had no further problems and is continuing therapy as usual. Therapy was restarted with new supplies. The sample was discarded. The cause was undetermined. No patient injury or medical intervention was reported. A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The root cause of the reported condition is unknown at this time and sample availability is unknown. Should additional information become available, a follow-up report will be submitted.